Event description:
It was reported that following a pocket revision (MFR. Report no. 3006630150-2024-07973) the patient developed an infection. The physician confirmed that the infection was non device or procedure related. The patient was prescribed antibiotics. The patient was doing well, and the device remains implanted and in service.